Event description:
It was reported the physician was unable to implant the lead due to a significant amount of calcification. As a result, the case was abandoned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.